Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the device is not available for evaluation as it remains implanted in the patient. The cause for the cai could not be determined with the limited information available. However, may be related to the patient and procedural factors listed above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 years and 2 months post implant of a 26mm sapien 3 valve in the aortic position, the patient became very short of breath and severe central aortic insufficiency (cai) was observed on echo. The valve appeared to be positioned in an 80:20 aortic/ventricular position. The valve was dilated with a 26mm true balloon and a second 26mm sapien 3 valve was implanted within the first valve with good results. The cai was resolved. The patient was stable post procedure. Progression of the cai was unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.